Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.